Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized prior to or at the time of death. It was unknown if dianeal and extraneal therapies was ongoing up until the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.